Manufacturer narrative:
Literature citation: daisuke togawa "findings and indication of surgical intervention for vertebral fracture (chronic phase)" mean age: 76 years. Sex: 37 women and 7 men. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in the article that total of 44 patients/48 vertebrae underwent balloon kyphoplasty from jan 2011 to sep 2011. Post-operative, 2 worsening of pain was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.